Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that: ext extension set - basic - flow issues - fluid blockage main pivo hub does not flush. The extension tubing does, however. Was there injury? Error occurred but did not reach the individual.